Manufacturer narrative:
Bd received (B)(4) samples from the customer facility for investigation. The samples were visually evaluated and the customer's indicated failure mode for needle leakage with the incident lot was not observed. A review of the device history records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in plastic stopper on the back of the needle did not recover the needle as the clinician was changing tubes. Blood then came out the back end of the needle since the rubber stopped was not covering the back end of the needle. No injury, no medical intervention, no mucous membrane exposure reported.